Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2020, 4719 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2020, 4719 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of birth control (essure.) On (B)(6) 2019. Concurrent conditions were listed as uterine fibroids since on (B)(6) 2020 and pelvic pain since on (B)(6)2019. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2020, 4743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: drug discrepancy noted in drug stop date. Updated to on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: a. Fallopian tube and contraceptive device; right, excision fallopian tube, cross-sectioned without pathologic alteration essure device identified, gross examination only. B. Fallopian tube and contraceptive device, left, excision fallopian tube, cross-section without pathologic alteration essure device identified, gross examination only material: a. Right fallopian tube and device. B. Left fallopian tube and device. History: preoperative diagnosis: pelvic pain. Gross: right fallopian tube and device: upon sectioning, a 0.5 cm long x 0.2 cm diameter portion of-silver coiled metal is identified within the luminal aspect of the specimen al the proximal margin. Separately received within the container is an 8.5 x 0.3 x 0.3 cm aggregate of two coiled pieces of silver metal. Collectively, these metal pieces are grossly consistent with an intrafallopian tube contraceptive device (essure). The device does not display any attached soft tissue. There are no inscriptions identified on-the device. Left fallopian tube and device: received separately within the container is a 1 d x 0.3 x 0.2 cm coiled piece of silver metal which is grossly consistent with a fallopian tube intraluminal contraceptive device (essure). There is no soft tissue received attached to the device. There are no inscriptions identified on the device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-sep-2023: reporter information,patient information,medical history,lab data,drug stop date,indication,event onset date,non medical treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of birth control (essure.) On (B)(6) 2019. Concurrent conditions were listed as uterine fibroids since (B)(6) 2020 and pelvic pain since (B)(6) 2019. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2020, 4743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: drug discrepancy noted in drug stop date .updated to (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: a. Fallopian tube and contraceptive device; right, excision -fallopian tube, cross-sectioned without pathologic alteration -essure device identified, gross examination only. B. Fallopian tube and contraceptive device, left, excision -fallopian tube, cross-section without pathologic alteration -essure device identified, gross examination only material: a. Right fallopian tube and device b. Left fallopian tube and device history: preoperative diagnosis: pelvic pain. Gross: right fallopian tube and device: upon sectioning, a 0.5 cm long x 0.2 cm diameter portion of-silver coiled metal is identified within the luminal aspect of the specimen al the proximal margin. Separately received within the container is an 8.5 x 0.3 x 0.3 cm aggregate of two coiled pieces of silver metal. Collectively, these metal pieces are grossly consistent with an intrafallopian tube contraceptive device (essure). The device does not display any attached soft tissue. There are no inscriptions identified on-the device. Left fallopian tube and device: received separately within the container is a 1 d x 0.3 x 0.2 cm coiled piece of silver metal which is grossly consistent with a fallopian tube intraluminal contraceptive device (essure). There is no soft tissue received attached to the device. There are no inscriptions identified on the device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.